Manufacturer narrative:
B5 - refractive surprise occurred due to lens being implanted upside down. Lens was exchanged with different diopter lens. Problem was resolved. Cause reported as user error. H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. Lens remains implanted. Cause of the event was not reported. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic bent. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).